Manufacturer narrative:
This follow-up report is being filed to relay product identification and product evaluation, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Examination of returned device found no evidence of product non-conformances.

Event description:
It was reported patient underwent a total knee arthroplasty in 2003. Subsequently, patient was revised on (B)(6) 2013, due to fractured posterior stabilizing post on the polyethylene tibial bearing. The loose post was removed from the patient's soft tissue. In addition, the locking bar and tibial bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.